Event description:
The healthcare professional reported that the headaches were because the patient needed a cervical decompression. That was not at all related to the stimulator. There was no mention or documentation of the stimulator not working as needed or desired.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported they had a myelogram with contrast and a CT scan done on (B)(6), but didn't turn the device off, since the healthcare provider (hcp) said there wasn't a need to turn the implantable neurostimulator (ins) off. After the procedure the patient noticed his stimulation felt like it was "galloping." When asked to clarify this he stated he felt an increase in stimulation, if he had stimulation set up at 2.00 volts it felt like it was at 2.60 volts. The hcp told the patient the reason stimulation was galloping was because the material they were using for the myelogram was taking longer to get through the areas where they wanted to look. Since the ins was on it was slowing the material of myelogram they wanted to float through his neck. As a result they had to use more material (contrast), which caused him to have severe headaches. When asked if the feeling of stimulation was back to normal, the patient stated it seemed to be under control, but felt like stimulation was still running a little fast, but not totally fast. The patient stated he was so use to the program that he used, he didn't even know it was running. He had two different sets of programs he could use depending on how far stimulation was going to go; his stimulation went from waist to toes. After the procedure he noticed the second set of programs that he never used was on and the patient programmer (pp) ran six screens/programs. He wasn't sure if he accidentally turned the other sets of programs on or the procedure turned them on. The patient was worried that the programs might bump into each other or interfere with each other. Initially when the patient was programmed he realized he wasn't able to handle the way the programs were established, and he didn't think stimulation was doing what he thought it should. It was a little uncomfortable but over time he got very comfortable with it. The manufacturer's representative (rep) tweaked the first program so that stimulation went down to his toes, and installed more programs so the patient could switch to the second if needed. The patient stated it functioned perfectly and the first program turned out to be exactly right. Relevant medical history includes non-malignant pain and spinal pain.